Event description:
It was reported when using the pyxis medstation es system, users encountered difficulties logging into the pyxis es server, while the station was in critical override mode and showed error messages indicating interface issues. The customer reported that the issue resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was with binding the certificate. Iis prevented the messages from the interface to flow to the station side. The technical support specialist restarted iis by the app server to address the issue. The system functioned as intended after the technical support specialist troubleshot the device.